Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during a post operation check the right ventricular (rv) lead had high thresholds. A lead revision was attempted, but revealed high impedance when repositioned. The lead was removed and a second (rv) lead was attempted. The second rv lead also showed high impedance and the helix retracted then could not redeploy. The second rv lead was also not used. A third rv lead was implanted with good results. No patient complications have been reported as a result of this event.